Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in ar, blood was found leaking from the arrow raulerson syringe plunger. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report that blood leaked from the ars plunger could not be confirmed. Returned was an arrow raulerson syringe(ars) with a blue tip along with an 18ga x 2-1/2" introducer needle. The needle and the ars were visually examined and there were no obvious defects. A vacuum leak test was performed on the ars per inspection procedures. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it snapped back to its original position. The ars passes the test if the plunger returns to its original position. The introducer needle was attached to the syringe and water was aspirated into the ars. Water filled the syringe with no air bubbles entering. The instruction booklet provided with the set describes a suggested insertion procedure. It contains the precaution that to minimize the risk of blood leakage from the syringe cap, do not reinfuse blood with the guide wire in place. The device history records were reviewed with no findings relevant to this complaint. No leaks were found during testing. No problem was found on the returned sample. No further action will be taken.